Event description:
Complainant alleged that during biomed testing, the device was displaying artifact. The user then attached electrodes to himself and the device started to charge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.